Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2007, explanted on: (B)(6) 2012, (B)(4) - the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was catheter body, dried drug, blood or foreign material occlusion.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter had a break, tear, hole. The pump and catheter were replaced. The patient recovered without sequela. The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.